Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic samples provided showed the tubing was separated from the third y-site clearlink in the downstream part. The reported condition was verified. However, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of six (6) clearlink system continu-flo solution sets were observed to be detached from the y connector (clearlink). The issue was noticed during handling of the device prior to patient use. There was no patient involvement. No additional information is available.